Event description:
It was reported that a patient increased pain on his right side and had stimulation in the wrong location. It was reported that the patient had less than 50% therapy relief at the lead location. It was reported that impedance testing was done, x-rays were taken, and reprogramming was performed. It was noted that the x-ray had not yet been read by the healthcare professional (hcp) at the time of this report, and that it was unknown whether the lead had migrated. It was reported that the patient had been rear ended on (B)(6) 2014, after which the right sided pain had gotten much worse. It was noted that the patient has had two or three emergency room visits since the accident due to pain. It was reported that impedances were within normal range. It was stated that upon turning up the existing program, both leads were ¿eliciting mostly left-sided stimulation¿. It was reported that the manufacturer¿s representative was able to recapture adequate right-sided coverage by moving programmed electrodes from the middle of the right lead to the top of the lead. It was reported that the patient was happy with his coverage after the reprogramming. It was reported that the patient was a live with no injury at the time of this report. No additional information received. It was noted that the x-rays had not been read and the manufacturer¿s representative had not heard anything from the patient or hcp. It was noted that the file would be updated should additional information become available.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).